Event description:
"While patient was stepping down from a curb, the lock failed and the prostheses fell off. Patient broke his wrist as a result of bracing the fall." The lock referred to above is used to attach a prosthetic limb to the hard socket which is fitted to the patient's residual limb.

Manufacturer narrative:
Method: without possession of the involved device, it is impossible to conduct an evaluation of any value.